Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call under delivery of insulin on the insulin pump. Troubleshooting was performed. Customer believed the insulin pump under delivered insulin since their blood glucose went from 200 mg/dl to 300 mg/dl after bolus delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.